Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used: implant with locator abutment. No mandibular posterior occlusion.